Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was in an off-road vehicle accident sometime in (B)(6) 2019, as a result had to have the scs system turned off by a physician. Subsequently, the patient reported she has not been able to connect to the generator with the controller since the system was turned off. Follow up information identified the patient needed an MRI and underwent surgical intervention and had the scs system fully explanted. Additional information was not available as abbott representatives were not present for the procedure.